Event description:
The following info was reported to kci by the doctor: on (B)(6) 2012, therapy was initiated on the pt with abthera negative pressure therapy. Upon the first dressing change, there was an anastomosis leak in the small bowel and a full-thickness small bowel perforation. The surgeon repaired the anastomotic leak and re-applied the abthera abdominal dressing system. During the second dressing change, the doctor noticed that the anastomosis was loose again. The pt was sent to the operating room to repair the anastomosis, and abthera open abdomen negative pressure therapy was discontinued.

Manufacturer narrative:
Device labeling, available in print and online, states: initial application and dressing changes: prior to application, the surgeon or practitioner should check for necrosis, ischemia, contamination or infection and adhesions. In addition, the integrity of anastomoses should be protected and the iap measured and recorded if appropriate. The initial application of the abthera system for active abdominal therapy and subsequent dressing changes should be performed under aseptic conditions in the operating theater or ICU, depending on the individual facilities.